Event description:
Upon using a 4x8 sponge for necessary blood sopping, the sponge disintegrated and left fuzzy particles inside the wound. The fuzzies were removed and created no evident harm, but the surgeon would prefer if he did not have to do that. Or materials site emailed rep manufacturer response for 4x8 sponge gauze, (brand not provided) (per site reporter).